Event description:
It was reported that the patient presented in the emergency room due to chest pain and dizziness. On (B)(6) 2021, an x-ray and computed tomography (CT) scan was performed and the right ventricular (rv) lead had perforated the free wall. The physician elected to explant and replace the rv lead. The patient is recovering after the procedure.